Event description:
It was reported that in cvicu, difficulty was met when removing the swg resulting in it fraying. There was no reported delay, death, or complications to the male pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be field if additional info becoems available.